Event description:
The patient reported an allergic reaction near their implant. Although an allergy or infection were not confirmed, antibiotics were prescribed to rule out infection. Additionally, the patient was given antihistamines and a course of steroids. As of (B)(6)2025, the patient is doing well and the issue is resolved.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out. However, the patient has worn the wearable directly on their skin as well as over the top of clothes. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the patient wore the wearable directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.